Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 07/16/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device history lot : a manufacturing record evaluation was performed for the finished device batch lhh628 and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Related events captured via: 2210968-2021-04657.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2021 and suture was used. During om anastomosis, the suture snapped. There was a procedure delay of 6 minutes. The surgeon completed the procedure with another like device. There were no adverse patient consequences. No further event details were provided.